Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant the left ventricular lead would "back out" of the coronary sinus branch when placed distally. The lead was not used and a new lead was successfully implanted. No patient complications were reported as a result of this event.